Manufacturer narrative:
Findings: pump passed operating current, unexpected restart test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery test or verify low suspend alarm due to compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm suspend alarm. Customer's blood glucose at time of incident was unknown. Customer stated that they would like to have the pump replaced since it doesn't seem to be bringing her blood glucose reading down for the past 3 to 4 weeks. The customer was advised that insulin pump would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was stating that she still experiencing high blood glucose readings and has been speaking with her health care provider about it. Customer and health care both feel that there is an issue with the pump.